Event description:
It was reported that there was detached downstream occlusion (dso) seal. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal degraded. The complaint was replicated. Investigation revealed that the dso seal was degraded, and it was replaced with a new one. All tests passed within specifications. Probable cause: dso seal degraded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.